Event description:
A customer obtained erroneously elevated troponin (accutni) results on three patient samples.subsequent testing produced results in a different clinical range for all 3 patients. Results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The samples were lithium heparin plasma and were centrifuged at 3,500 -3,600 rpm for 10 minutes.qc was performed before the event and one repetition of each level of qc was out of the customer's stablished ranges.a field service engineer (fse) was dispatched: a) the fse performed a major preventive maintenance (pm). B) the fse replaced parts. All verification testing met published performance specifications.no clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.